Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing revealed a leak at the junction between the seal of the chamber and the tubing. The cause of the leak was determined to be improper welding of the tubing to the drip chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the spike of a blood recipient set. This was noted before use. There was no patient involvement. No additional information is available.